Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the silicone rubber layer of the yoke control keypad had detached; however, a cause of the detachment could not be determined. To resolve the issue, the technician replaced the keypad. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, a component of the control keypad on the harmonyair a-series surgical lighting system detached and fell into the sterile field. The user facility personnel re-established the sterile field resulting in a procedure delay. No report of injury.